Manufacturer narrative:
Film evaluation summary the reported type ib endoleak can be confirmed from the images provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the patients pre-implant anatomy. No images were provided from the index procedure showing implantation of the device. Only two post-implant cross- sectional CT slices were received, making visualisation and appreciation of the stent grafts in-vivo configuration difficult. It is possible that disease progression (with observed aneurysm enlargement) and the reported tortuous patient anatomy in the iliac arteries may have contributed to the event. In addition, it is possible that lack of adequate distal seal zone length during the implant procedure to compensate for this anatomy may have been a factor. From the images received, the distal seal zone cannot be adequately assessed. Analysis of the returned still CT¿s did not reveal any out of specification stent graft integrity issues. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 110mm abdominal aortic aneurysm. It was reported that the patient was lost to follow up post the index procedure. The patient presented emergently with bowel issues related to the patient¿s colostomy and CT six years and five months later showed a type ib endoleak of the right iliac limb. An additional endurant ii stent graft limb etlw1620c82e was implanted to resolve the endoleak. As per the physician, the cause of the endoleak was due to the patient¿s anatomy. The right common iliac artery was very tortuous and the original limb was a couple of centimeters short of the hypogastric. No additional clinical sequelae were reported and the patient is fine.